Event description:
During surgery for a torn acl left leg the turbowhisker shaver blade by smith and nephew was used. Metal fragments were noted to break off inside the patient's knee during use. The defective shaver was immediately taken out of use. Physician described this incident as a contamination.